Event description:
Unomedical reference number (B)(4). Event occurred in spain, on 5-may-2024, the patient reported that the one infusion set cannula was bent. The length of time of infusion is 1 day and the site of location is leg. The patient hospitalized and get complaints of high blood sugar, diabetes ketoacidosis and diabetic coma. The patient also faces symptoms including feeling sick. The bg level is goes up to 511 mg/dl when admitted in hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.